Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to an email on 07/16/2018: "please acknowledge/confirm receipt of the below product size 26 that had been reported during a case/implant on friday (B)(6). I will be onsite later today/tomorrow to get more info." An email was received on 07/17/2018 containing a form. The form states: cracks in tissue-muscle at base. Surgeons trimmed off muscle to get rid of cracks, leaving a narrow sewing margin to sew to. Patient impact is prolonged surgery. A phone call was made on 07/19/2018 to request when the cracks were noted, if the IFU's (instructions for use) were properly followed, and current patient status. The informant replied, "cracks were noted after the tissue was thawed, the IFU's were properly followed, and the patient is recovering from the procedure."

Manufacturer narrative:
A review was held of the available information. The graft was not returned so no direct observation could be made. A review of the processing records revealed that the graft met all specifications prior to release. It was also confirmed that the technicians who handled and inspected the graft were properly trained. Details provided suggests that the graft was damaged in the frozen state; however, no evidence was found that suggests this occurred while the graft was with the manufacturer. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to an email on 07/16/2018: "please acknowledge/confirm receipt of the below product size 26 that had been reported during a case/implant on friday july 13. I will be onsite later today/tomorrow to get more info." An email was received on 07/17/2018 containing a form. The form states: cracks in tissue-muscle at base. Surgeons trimmed off muscle to get rid of cracks, leaving a narrow sewing margin to sew to. Patient impact is prolonged surgery. A phone call was made on 07/19/2018 to request when the cracks were noted, if the IFU's (instructions for use) were properly followed, and current patient status. The informant replied, "cracks were noted after the tissue was thawed, the IFU's were properly followed, and the patient is recovering from the procedure."